Event description:
The customer reported that the system displayed software corruption errors. Further information received from the fse indicated that the system failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.